Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis an unopened sample of product code 8702, lot mcq380. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A manufacturing record review was performed for the finished device batch mcq380 and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent av fistula procedure on an unknown date and suture was used. When the surgeon tried to do the anastomosis at the vessel, the suture snapped when passed through the tissue. It was reported this happened for a few times. The procedure was completed successfully. There were no adverse patient consequences reported.